Event description:
The customer contacted baxter's technical service center regarding a system error 2240 (air in set), which occurred on the homechoice (hc) during use during dwell 4 of 4. The patient was connected. The technical service representative (tsr) explained the alarm. The caregiver (cg) stated that there was solution on the floor, but they were not able to tell where the solution came from. All the bags were properly connected and there were no open clamps on any unused supply lines. The homechoice set was no being reused. The patient did not have any pets that could have caused damage to the supplies. No damage was noticed to the over poach or carton in which the cassette was delivered. A sharp object was not used to assist in the opening of the carton or over pouch. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The tsr had the cg cycle the power and retrieve the cassette. The tsr advised the cg to let the registered nurse (rn) know about the alarm. The patient would finish therapy with manual bags. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. The caregiver(cg) was contacted on (B)(6) 2012. The cg stated this was an isolated event. The cg stated the patient did not develop any adverse reactions or need any medical intervention. The cg stated that after starting over with new supplies no further issues were found. No further information was available.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow up MDR will be submitted.